Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an occlusion alert shortly after changing supplies. The patient was using a cd infusion set with 23-inch tubing. The patient was instructed to inspect the pump, infusion set, and tubing, and no visible issues were identified. The patient was guided to resume insulin delivery, disconnect the infusion set, and replace the tubing. Because the infusion set could not be unclipped, the full tubing was changed. Following the supply change, insulin delivery was resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.